Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and diaphragmatic stimulation from the right ventricular (rv) lead. It was also reported the rv lead had high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.